Manufacturer narrative:
D10: (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0, (B)(6), 320-31-40 - glenosphere, 40mm, (B)(6), 320-35-06 - small extended cage glenoid plate, (B)(6), 320-40-03 - 145-deg pe 40mm hum liner +2.5. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. This cause of the reported event is most likely patient conditions, however; cannot be confirmed as the device was not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via clinical study that a reverse total shoulder arthroplasty. Subsequently, approximately three (3) months later, on an unknown date, the patient had a fracture in the proximal humerus region in the absence of trauma. The surgeon noted it is extremely unusual following reverse total shoulder arthroplasty but may reflect too great active use or too aggressive physical therapy. Medication was prescribed and the patient was advised to stop supervised physical therapy for the next six (6) weeks, as well as any overhead stretching exercises. The patient was instructed to do pendulum exercises for six (6) weeks and then return to the surgeon for repeat evaluation and radiographs. The patient's outcome was reported as resolved on follow up visit eleven (11) months post initial surgery. No additional information is available.